Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on an unspecified date the patient was diagnosed with a driveline infection. A driveline culture tested positive for staphylococcus aureus. The patient was treated with intravenous antibiotics continuously, but the condition worsened and the patient presented with sepsis. Blood cultures tested positive for staphylococcus aureus. On (B)(6) 2017, the pump and all components were explanted. It was reported that the pump had been functioning as intended. As of (B)(6) 2017, the patient was recovering in the intensive care unit with no mechanical circulatory support, but was on epinephrine, milrinone, and dopamine. It was reported that the pump would not be returned for evaluation. No additional information was provided.

Manufacturer narrative:
The explanted pump was not returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.